Event description:
Patient reported their lower front teeth are lose. They struggle to eat comfortably due to them being lose. The adjacent teeth to the lose ones are still crowding and pushing inward and when they remove the aligners their bite feels misaligned. Requested mobility and bite videos to evaluate and provided information on bite feeling off. Videos provided confirmed mobility for #24 and advised a 14 day rest period. Requested updated information for mobility and bite to do re evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.